Event description:
During initial mfg testing, it was found that after the control knob on channel a was turned to the set rate position, the numbers on the display screen scrolled up without pressing the up arrow key. There were no reports of any adverse pt events while the pump was in clinical use.